Manufacturer narrative:
The device has not been received by resmed for evaluation. Therefore, the reported complaint cannot be confirmed at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not charge its internal battery. There was no patient involvement.